Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported "bad keypad" which was reproduced when the evaluator observed the unit to power on with the "on/off" key; however pressing any other key only generated the letter "y". Evaluation could not navigate through the unit. The reported "bad keypad" was verified during systems testing and found to be caused by an failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "bad keypad". There was no known patient injury or medical intervention associated with this event. No additional information is available.